Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have charring and localized melting at the grip base between the grips, causing the grips to be unable to be opened up. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to open or close the 8mm maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck shut. The tissue was not stuck between the jaws. The procedure was almost done so customer did not try to open the jaws using a release kit, another instrument or via surgeon side console (ssc). The instrument was sent to reprocessing with instrument jaws closed. Customer did not observe thermal damage or arcing during the procedure. The patient did not experience injury or adverse event during or after the surgical procedure.